Manufacturer narrative:
Evaluation summary: as received, the valve exhibited characteristic markings which indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied against commissure 3, thus leading to a gap at the coaptation region. No inconsistencies detected in the x-ray as the wireform is intact. Method: x-ray. Conclusion: suture loop. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is to be returned for evaluation but has not been received. Although requested, no patient information has been received. Echo report on cd has been requested but not received. Operative report to include patient history has been requested but not received.

Event description:
Reportedly, after implanting the mitral valve, found a severe central jet and cusps not moving.